Event description:
It was reported that the patient presented in-clinic for follow-up after a patient alert was delivered for a possible lead issue. Induction testing was unsuccessful. Low hv voltage lead impedance was observed. The lead was capped and replaced. Patient condition was good after the event and the patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 8.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.